Event description:
It was reported that the units appear to be cracked. It was reported that the issue was discovered during inspection at the distributor site.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. This is the same event as: mfrs #2249697-2011-01481, 2249697-2011-01482.